Manufacturer narrative:
Heartsine technologies ltd has received the device and investigation into the device malfunction is pending.

Event description:
The customer contacted heartsine to report that their device has a very low volume. As a result, a user may be unable to properly hear the device's voice prompts which may result in defibrillation therapy being delayed or unavailable. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to debris entering the device's speaker. This was most likely the result of the device being stored outside the indicated conditions. The device was scrapped by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device has a very low volume. As a result, a user may be unable to properly hear the device's voice prompts which may result in defibrillation therapy being delayed or unavailable. There was no report of patient use associated with the reported event.